Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s screen cracked during a basketball game, and the device remained partially usable with blood glucose values reported as normal at the time of the call. Symptoms included no injury, hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included no medical intervention and no hospitalization, with continued use of cgm via dexcom app or receiver as needed. Investigation included customer service troubleshooting, instructions on device shutdown to avoid alerts, data sync guidance, and replacement logistics. Investigation of this case revealed physical damage to the display component consistent with accidental impact, with no functional alarms or malfunctions reported otherwise. It was concluded, based on previously established findings for similar reports, that the cause was user-related accidental damage rather than a device manufacturing or performance issue.